Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.